Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with nx130 - vega ps gliding surface t3/3+ 10mm. According to the complaint description, this patient presented to orthopaedic clinic 8 months post op reporting that she heard a pop in her knee while ambulatory. X ray found that the vega polyethylene insert set screw had backed out completely and was free floating in the knee joint. Surgery was scheduled. Surgeon retrieved the screw , fully intact, and removed it along with the polyethylene component. A new polyethylene insert was implanted and a new set screw was fully seated in the polyethylene insert. The patient left the operating room with a fully functioning knee replacement. The surgeon used palacos g cement during the initial surgery which was (B)(6) 2020. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4). Involved components item code - description - batch: nx043 - patella 3-pegs p3 - 52469178; nn261z - as tibial obturator d12mm - 52595742; nx055z - as vega ps tibial plateau cemented t3 - 52584296; nx032z - as vega ps femoral comp.cemented f5r - 52277676; ae-qas-compet-imp - collect.no.qas implants from competitors - unknown.

Event description:
No updates

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.